Manufacturer narrative:
The suspect device has been received, but an evaluation has not been completed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between the device and the cause of the event. A search of the complaint database did not identify any additional complaints recorded for the same lot.

Event description:
A hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (age and weight unk) in 2007. According to the complainant, the "tome was arcing in the patient, when they were trying to cut." The complainant clarified 'arcing' as "the current seemed to exit not at the point where the cut wire engaged the papilla." The physician removed the sphincterotome and completed the procedure with another hydratome sphincterotome. Reportedly, the patient was "fine" following the procedure.